Event description:
The device was explanted about a month ago due to infection. Specific symptoms were not provided. On (B)(6) 2014, a new system was being implanted. The patient outcome was 'alive - no injury'. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).